Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: blood pump.additional text: device was alarming and filters were black.specific component(s) involved: other component malfunction, specify.additional text:other component: xve alarms and black filters.causative or contributing factor: no specific contributing cause identified.intervention(s): none.implant device type: lvad.